Event description:
It was reported that an alarm 2 followed by alarm 26 occurred, along with recurring occlusion issues over the past two months. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer sometimes resolved issues by changing the infusion set and cartridge and resuming insulin, but other times they resumed insulin without changing supplies. There was a request for additional assistance.